Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the spine clamp instrument was damaged. The medtronic representative reported when using the driver to tighten the clamp, the clamp appeared stripped and would not tighten. This was discovered outside of surgery. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.